Event description:
It was reported while unloading the cot from the ambulance at the hospital the patient shifted their weight and the cot allegedly tipped over. The patient allegedly received an abrasion on the elbow and complained of hand pain. It was reported the patient was seen at the hospital for the alleged injury but details of that medical intervention was not supplied. An investigation and evaluation of the cot has been initiated. The reporter was unable to provide the serial number of the cot at the time of the initial report.

Manufacturer narrative:
The customer followed up and provided the serial number of the cot involved in the reported incident. The customer confirmed they have received no reports or further information from the patient or hospital pertaining to injuries resulting from the incident. The cot was evaluated by an authorized field representative at the customer's location. The cot was visually and functionally tested and no malfunctions were found and the reported incident could not be duplicated. After review of the evaluation report and followup conversation with the customer, we feel the incident was caused by the sudden movement of the patient at the time of unloading and not due to any malfunction of the cot. Proper control and unloading technique is detailed in the IFU for the cot. The alleged injury does not seem to be serious in nature; however, we have not been given access to the patient's medical records.

Event description:
It was reported while unloading the cot from the ambulance at the hospital the patient shifted their weight and the cot allegedly tipped over. The patient allegedly received an abrasion on the elbow and complained of hand pain. It was reported the patient was seen at the hospital for the alleged injury but details of that medical intervention was not supplied. An investigation and evaluation of the cot has been initiated. The reporter was unable to provide the serial number of the cot at the time of the initial report.